Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump is having problems with the arrows. Customer is experiencing high blood glucose. The blood glucose reading is 399 mg/dl. Customer treated with 13.1 units of insulin. Customer stated that the drive support cap is flush. Customer checked the blood glucose reading; the current blood glucose reading is 255 mg/dl. Advised the customer that the insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
Insulin pump received with intermittent button response due to corroded keypad traces. The device passed the rewind, basic occlusion, occlusion test, prime, excessive no delivery and displacement tests. No display ramping on its own observed during analysis. Cracks to the case, battery tube threads and a scratched display window noted.